Manufacturer narrative:
Plant investigation: actual device returned to manufacturer for physical evaluation. Visual inspection of cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment and visual indications of particulates within the cassette area. No burrs or sharp edges in cassette area that may have punctured cassette membrane. Touch screen test failed - when powering on cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however front panel display remained dim. Internal inspection of cycler found a short on t1 of inverter board with lot code [2243] which reflects transformer has [p155] insulation thickness. Inverter board is located on rear of front panel assembly. Known good inverter board installed and display became operational. Touch screen test, system air leak test, valve actuation test and teach pumps check passed. Rts light on db-9 tester illuminated successfully. Pre-ast simulated treatment was performed and cycler was unable to transmit treatment data. Replaced functional board. Pre-accelerated stress test performed and completed without any failures or problems. Patient treatment data uploaded successfully through gateway. Internal visual inspection of cycler performed. Visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. Review of device manufacturing records conducted by manufacturer. No deviations or non-conformances during the manufacturing process. Device history record (DHR) review performed and verified results of in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, reported issue confirmed and cause determined to be an internal short on transformer on inverter board. Cycler refurbished following evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a data transfer issue on the liberty cycler. The kinexus gateway setting was set to no, the patient tightened the thumbscrews by hand and rebooted the gateway and cycler, however the issue remained. The date of last treatment completed was on (B)(6)2026, but date of last treatment transmitted was (B)(6) 2026. The fresenius technical support representative issued a cycler replacement, however there was no. Upon follow up, it was confirmed that the patient completed treatment on the cycler the day of the reported event and the following days while waiting for the replacement. The patient received the cycler replacement and confirmed he was able to use it to complete treatments. The older cycler was returned. No patient adverse effects were experienced and no medical intervention was required. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.